Event description:
It was reported that an unspecified malfunction alarm occurred. No additional information was provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.